Manufacturer narrative:
Device evaluation: use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The device evaluation of the rms-060026-r device of unknown lot could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the attached pmcf study urinary tract symptoms manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label. As per the instructions for use, ifu0020 which informs the user ¿¿ using a baseline pyelogram, estimate the proper stent length. ¿¿ there is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. It is known from the available information that stent selected was too long. It is likely the incorrect stent length would have contributed to the lower urinary tract symptoms with dysuria and frequency reported. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for similar event. Summary: according to the pmcf urinary tract symptoms with dysuria and frequency were reported with the use of an rms-060026-r device of unknown lot. Confirmed quantity of 1 device, confirmed used. The stent was replaced with a shorter stent. Definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. It is known from the available information that stent selected was too long. It is likely the incorrect stent length would have contributed to the lower urinary tract symptoms with dysuria and frequency reported.

Event description:
Description of event: as initially reported per the observational post market study complaint form: on (B)(6) 2020 the device was placed due to ureteropelvic junction obstruction via cystoscopy and with retrograde pyelogram. Placement was confirmed via fluoroscopy. On an unknown day in (B)(6) 2020, the site reported lower urinary tract symptoms with dysuria and frequency. The device was replaced on (B)(6) 2020 with no further adverse events. The site related the event to the resonance metallic ureteral stent set. Per the note form (B)(6) 2020 ¿. We will expedite the exchange of her stent to a shorter resonance stent as dr. Believes that this might be the reason for her bladder symptoms." Resonance stent was then exchanged to shorter stent on (B)(6) 2020. Patient outcome the stent was replaced on (B)(6) 2020 with a shorter stent successfully. Patient completed the study follow-up with no further adverse events or device deficiencies. Additional information was received 07-nov-2025. 1. Are any images available for review? No 2. What was the target location for the stent? Distal end in bladder, proximal end in upper pole. 3. Did anything have to be removed from the patient? Yes 4. If yes, please specify: (I) what part of the body the device was removed from? Removed via cystoscopy. (Ii) what device was removed? Unspecified. (Iii) what instrument was used to remove it? Unspecified, see op note for stent exchange below: ¿ upon entering the bladder, I noticed that there was some fibrinous material and it was slightly cloudy, but otherwise, the bladder was generally normal. There were some mild cellules and trabeculations and there was some severe edema around the left ureteral orifice and left hemi-trigone where a slightly encrusted resonance stent was extruding from the left ureteral orifice. I was able to pass a wire next through this to the stent and then I grasped and extracted the tent. Using the wire that was three-quarters away up the ureter, I performed a pull-out retrograde ureteropyelogram that demonstrated that she had a normal kidney, albeit with a bifid collecting system. She had a narrowed upj consistent with upj obstruction as well as a second narrowing several centimeters beyond this, but otherwise the ureter was normal in caliber and position. At this point, I was able to manipulate the wire into the upper component of the bifid system and I deployed a 24 cm resonance stent sheath to the level just above the ureteropelvic junction. I was then able to advance the 24 cm resonance stent, which curled nicely in the upper pole component of the bifid system proximally, and as I extracted the sheath, it curled nicely in the bladder.¿ 5. Please specify the storage conditions of the device at the facility, particularly those relating to light and temperature. Not specified. 6. Why was the stent removed? N/a, exchange, other (if other, please detail why the stent was removed). Exchanged 7. If the stent was removed what was used to complete the procedure? See op note above. 8. What was the length of the indewll time? 211 days. 9. What disease mode was the physician trying to treat? Left ureteropelvic junction obstruction. After initial stent placement, patient presented for post op visit (B)(6) 2020, ¿she has since been doing very well but reports flank pain on the left since the surgery and more recently has burning of the urethral area. No nausea, vomiting, fever or chills but she does report some frequency every hour to hour and a half. She reports foul smelling but not cloudy urine. No hematuria.¿ in a following visit, on doctor¿s note (B)(6) 2020, ¿her kidney function remains stable with cr 0.9. We will expedite the exchange of her stent to a shorter resonance stent as dr. Choi believes that this might be the reason for her bladder symptoms¿ 10. What type and size wire guide was used with the deivce? Unspecified. 11. Did the device come with a pigtail straightener? N/a, yes, no (if yes, was the pigtail straightener used? N/a, yes, no) unspecified. 12. Did the user attempt to attach the stent to the inserter before or after wire guide insertion? N/a, before, after unspecified. 13. Did the user attempt to attach the tapered end of the stent to the inserter? N/a, yes, no 14. Was the device assembled outside of the body? N/a 15. Did the patient require any additional procedures as a result of this event? No 16. What intervention (if any) was required? Stent was replaced on (B)(6) 2020. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 18. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No (if yes, please specify what was observed and where on the device it was observed) 19. Was there difficulty advancing the stent to the target location? No. 20. What was used to remove the stent? See op note above. 21. How often was the stent checked during the in-dwelling time? (What method was used?) During the indwelling time, patient just had a renal lasix scan (B)(6) 2020. No other imaging. ¿(B)(6) 2020 renal lasix scan: peak time on the left is 1.0 minutes.peak to 1/2 peak on the left is 0.03 minutes.diuretic t 1/2 on the left is 14.2 minutes. Peak time on the right is 5.2 minutes.peak to 1/2 peak on the right is 13.7 minutes. Diuretic t 1/2 on the right is 11.5 minutes. Split function is 83.7 % on the right and 16.3 % on the left.¿ 22. Was the patient using calcium supplementation? No. 23. Was force required to remove the stent? Unspecified. 24. Was encrustation evident on the stent? Yes, see op note.